Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, a cartridge change error occurred and was unable to be cleared. Customer¿s blood glucose level was 168 mg/dl. A replacement pump was sent to the customer and the customer reverted to manual dose insulin for insulin therapy.